Event description:
It was reported to philips that the customer was unable to perform x-rays due to a defective x-ray tube. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an emergency treatment which was carried out by relocating the patient to an adjacent room, resulting in a total reperfusion delay of one hour. There was no harm reported to philips. It was reported to philips that there may be defect in x-ray tube and they have been using only the large focus for a while since the small focus broke down, and they're aware of the risks of running on one focus. Philips remote service engineer (rse) performed troubleshooting and suggested to replace the x-ray tube. The field service engineer (fse) visited onsite and replaced the x-ray tube. Fse also found that the high-tension cable to anode was broken and there was a crack on plug connector from the previous work order. The failure analysis showed that both the filaments were defective as they were blown, resulting in the wear out of the filament which were replaced. After replacement of x-ray tube, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.